Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a thv territory manager that in a transseptal transcatheter mitral valve replacement valve-in-valve procedure, the 26mm commander delivery system balloon burst occurred during valve deployment. As reported, a 26mm sapien 3 ultra (s3u) valve was implanted in a pre-existing 27mm non-edwards surgical mitral valve. A valvuloplasty was not performed prior to deployment. The commander delivery system was prepped with +2cc's added to the nominal volume, for a total of 25cc's used for inflation. The inflation technique was slow. As the operator was inflating the balloon at approximately 90% of the volume, the balloon burst. The valve was successfully deployed in a 90:10 aortic/ventricular position and post dilation was no performed. Upon withdrawal of the delivery system, the balloon would not come back into sheath. The esheath was backed out but the delivery system would not come out of vein. The distal end of the balloon was in the body and the rest of the catheter was sticking out of the skin. The distal end of the balloon was inverted with no way to remove it. It was decided to upsize the contralateral left femoral vein to 26fr sheath. The team telescoped a 12fr mullins as a crossover and a 6fr jr4 guide inside and 'gooseneck snared the tip'. Then the team cut the portion of the catheter that was outside the patient body and retracted the snared balloon tip into the 26fr sheath. The patient was noted to be doing well post procedure. The devices are not available for return as they were discarded.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst, and inability to withdraw delivery system through sheath, was able to be confirmed as through review of returned imagery were provided for the evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, and lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of balloon burst, as reported, 'the commander delivery system was prepped with +2 cc's to the normal volume, for a total of 25cc's used for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 26mm s3 thv/commander ds is 23ml. It is possible once the balloon was filled volume past the target, it is subjected to pressures high enough to cause the balloon to burst and lead to the reported event. As such, available information suggests that procedural factors (over inflation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. For the complaint of inability to withdraw delivery system through sheath, as reported, 'upon withdrawal of the delivery system, the balloon would not come back into sheath. The esheath was backed out but the delivery system would not come out of vein'. The balloon burst likely altered the balloon profile and made the delivery system more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.